Event description:
When the device was removed from the dispenser hoop, it was noted that the shaft was detached near the hub and "exposed the blade". There was no patient contact.

Event description:
When the device was removed from the dispenser hoop, it was noted that the shaft was detached near the hub and "exposed the blade". There was no patient contact.

Manufacturer narrative:
A device history record review confirmed that the device met all material, assembly and performance specifications. The device was not returned for analysis. Based on the information provided, the device broke as it was being removed from the dispenser hoop. Based on the limited information provided it was concluded that handling of the device during the removal from the dispenser hoop was the most likely cause of the reported event.

Manufacturer narrative:
(B)(4) - shaft break.